Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples that resulted positive when using the simplexa covid-19 direct assay, but negative on competitor assays (seegene, cepheid genexpert). Run files from the simplexa assay were not provided for analysis. The customer's device and suspected false positive samples were not provided for investigation. It is known the seegene targets (e gene, rdrp, n gene) and genexpert targets (e gene, n2 gene) are different than the simplexa targets (s gene, orf1ab). The customer's device and suspected false positive samples were not provided for investigation. Patient symptom information was not provided. A diasorin subsidiary was troubleshooting with the customer and observed that the customer's dad discs may have been contaminated at the site (possibly by gloves). Once the discs were replaced, no further false positives occurred. The issue is not confirmed. Batch record review showed the critical component, reaction mix mol4151, lot# x8156n, met all qc release criteria prior to kit release. A total of (B)(4) no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# x8165n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples that resulted positive when using the simplexa covid-19 direct assay, but negative on competitor assays (seegene, cepheid genexpert). The customer confirmed the alleged false positive results were not reported to a diagnosing physician due to the discrepancy with the competitor assays and no alleged harm occurred. Patient information and sample collection method was not provided.